Event description:
It was reported that "attempting to secondary lock, the wing got bent while turning it. He extracted the screws, used another plate and the same screws and all is good."

Manufacturer narrative:
Method: complaint history analysis, risk assessment, device history review, visual inspection, labeling review. Results: there have been 14 complaints related to spring bar deformations for aviator plates. The DHR for the device's batch was reviewed and no relevant deviations were noted. The plate was inspected and found to have one bar deformed and pointing upwards. The surgical technique guide states what type of guidance instruments the surgeon should use when preparing the screw holes. In this case another plate was used to complete the surgery with no adverse consequences. Conclusion: the failure is believed to be the result to user-error. It was reported that the surgeon did not use the appropriate guidance instrumentation during the preparation of the screw-holes. The aviator surgical technique clearly details the guidance instruments that are to be used and the steps that are to be followed when preparing the screw-holes in order to achieve optimum screw trajectory. Spring-bar deformation can occur if the screw is over/under angulated during insertion.